Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Subsequently, the pump time and date were incorrect. Tandem technical support assisted customer in correcting pump time, and customer resumed insulin therapy. Customer¿s blood glucose level was 119 mg/dl.